Manufacturer narrative:
Case #43 - laser capsulorhexis was completed without issue and laser found to have functioned as designed. Unidentified underlying patient condition could contribute to an incomplete capsulotomy and therefore, could have contributed to a capsular tear.no further clinical follow up required.

Event description:
On 11/06/2024, while cas was on-site at al24054-c21u doctor reported that he experienced a posterior capsule tear on procedure #43.